Manufacturer narrative:
Device expiration date: unknown device manufacture date: unknown investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Investigation conclusion: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. Root cause description: no root cause can be determined as no samples were received.

Event description:
It was reported that scale marking issue occurred before use with a bd syringe luer-lok¿ tip. The following information was provided by the initial reporter, "is there any update on this, our customer found several more syringes without measurement marks. Two of our nds noticed that the 10ml syringes are missing their markings. So far, we have found three like this and they are not usable by the practitioners. We wanted to pass along the info in case you would like to notify the maker/provider of these."